Event description:
It was reported that a patient had been experiencing neck pain. She was referred to the surgeon to review the placement of the lead. The pain was confirmed to be constant. The patient had prophylactic generator replacement surgery, and the surgeon removed scar tissue from the neck incision as well. The patient also had surgery on her back at the same time. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? No. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
Additional information was received from the physician that the cause of the pain is due to malpositioned vns generator which is pulling on chest wall and neck area. It is unknown when the neck pain started. The surgery was performed only for patient comfort and not to preclude a serious injury.